Manufacturer narrative:
H10: the device was received for evaluation. During functional flow accuracy testing, the device did not deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused during therapy for two events with the same patient in the general patient ward. The pump was programmed to infuse 700ml of cisplatin and mannitol at a rate of 700ml/hour. After the first hour, only 200ml infused. The pump was switched to complete the infusion. Gemzar 2085mg (55ml) was programmed to infuse in 30 minutes at a rate of 520ml/hour. ¿a significant amount of residual volume remained in the bag upon infusion complete.¿ the pump was changed and the infusion was completed as intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.